Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. After approximately 20 passes through the tissue the suture broke off from the needle near the end of the suture. Another like device was used to complete the procedure. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number:batch el5973.in addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.